Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 119 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which was manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. The 0.80 kgf in average and 0.65 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The sutures detached in the area of the needle attachment.